Event description:
Baxter affiliate reports a home patient developed sterile peritonitis while using the homechoice device and sets for automated peritoneal dialysis therapy. The home patient was switched to continuous automated peritoneal dialysis and treated with cephradine as an outpatient. On 6/15/98 the home patient was restarted on automated peritoneal dialysis w/homechoice. On 6/20/98 the home patient was again diagnosed with sterile peritonitis and antibiotic treatment with cephradine was initiated. On 7/16/98, peritoneal dialysis therapy was stopped and on 7/18/98 the pt's catheter removed. The pt was placed on hemodialysis 7/21/98. No product failure was identified by healthcare professional.